Manufacturer narrative:
Exact date unknown, event occurred in approximately six months ago.

Event description:
It was reported that the patients ipg would no longer take charge. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg was not released by the facility and was not returned.